Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: damage visual inspection: the tfna fem nail dia 11 125 deg. L2500 timo15 (p/n: 04.037.113s, lot #: h802550) was returned and received at us cq. Upon visual inspection, it was observed that the device was was broken through the walls of the helical blade opening of the nail. There were scratches on the device likely due to the implantation and explantation which have no impact on the functionality of the device. No drill marks and other issues were observed with the returned components of the device. Device failure/defect identified? Yes dimensional inspection: the outer diameter of both the broken parts of the received device was measured to be 15.67 mm (ca 802). This is within the specification. Complaint confirmed? Yes, the received device was broken. Hence confirming the complaint. Investigation conclusion the complaint condition is confirmed for the tfna fem nail dia 11 125 deg. L2500 timo15 (p/n: 04.037.113s, lot #: h802550). There is no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot manufacturing location: monument manufacturing date: jan 09, 2019, expiration date: dec 01, 2028, part number: 04.037.113s, 11mm/125 deg ti cann tfna 200mm- sterile, lot number: h802550 (sterile), lot quantity: 6 . Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final ns071287 rev d met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection ns067861 rev b met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Scn 15854 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.2, lock prong, 125 degree tfna, bp55, lot number: 1l68694, lot quantity: 96. Purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended, bp55, lot number: h681008, lot quantity: 1,000. Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns062851 rev b met all inspection acceptance criteria. Material certificate and certificate of conformance and quality history card received from smalley dated sep 21, 2018 were reviewed and determined to be conforming. Part number: 04.037.912.3, tfna lock drive, bp58, lot number: h799600, lot quantity: 80 . Work order traveler met all inspection acceptance criteria. Inspection sheet, ns062925 rev e met all inspection acceptance criteria. Part number: 21127, timoagri16.00, bp80, lot number: h790427, lot quantity: 1,083 lbs. Certified test report supplied by perryman company dated nov 15, 2018 was reviewed and determined to be conforming. Lot summary report dated nov 27, 2018 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
X-rays were taken due to pain. A revision procedure was performed successfully to replace one (1) nail with a larger diameter. Concomitant devices: lockscr ø5 l38 f/nails tan light green (part: 04.005.528, lot: 3l73325, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Manufacturing location: monument manufacturing date: 09-jan-2019, expiration date: 01-dec-2028, part number: 04.037.113s, 11mm/125 deg ti cann tfna 200mm- sterile, lot number: h802550 (sterile), lot quantity: 6 . Component part(s) reviewed: part number: 04.037.912.2, lock prong, 125 degree tfna, bp55, lot number: 1l68694, lot quantity: 96. Purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended, bp55, lot number: h681008, lot quantity: 1,000. Part number: 04.037.912.3, tfna lock drive, bp58 lot number: h799600, lot quantity: 80. Part number: 21127, timoagri16.00, bp80 lot number: h790427, lot quantity: 1,083 lbs. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: the tfna fem nail dia 11 125 deg. L2500 timo15 (p/n: 04.037.113s, lot #: h802550) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the device was was broken through the walls of the helical blade opening of the nail. There were scratches on the device which have no impact on the functionality of the device. No drill marks and other issues were observed with the returned components of the device. Device failure/defect identified? Yes. Dimensional inspection: the outer diameter of both the broken parts of the received device was measured to be within the specification. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed -10mm ti cannulated trochanteric femoral nail-advanced 235 mm -ti cannulated trochanteric fixation nail 130 deg. Complaint confirmed? Yes, the received device was broken. Hence confirming the complaint. Investigation conclusion the complaint condition is confirmed for the tfna fem nail dia 11 125 deg. L2500 timo15 (p/n: 04.037.113s, lot #: h802550). There is no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. Reporter is company representative. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the trochanteric fixation nail-advanced (tfna) femoral nail broke in patient after a couple of months. No further information is provided. Concomitant devices reported: tfna helical blade (part # 04.038.395s, lot # h789520, quality# 1), unknown screw (part # unknown, lot # unknown, quantity# unknown). This report is for one (1) tfna femoral nail. This is report 1 of 1 for complaint (B)(4).